Event description:
The reporter requested a monitor calibration on the 9600emi system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted brightness and contrast of both monitors and completed check of dose output, image sizing and line pair resolution. Advised the customer that the monitors have some burn-in and suggest their replacement to get better image. Customer will advise. The system was tested and found to be working as intended and placed back into service.